Event description:
Information was received indicating that a smiths medical pump was presenting with a "cassette not attached properly" error. There were no reported adverse events. There were no patients present at the time of the event.

Manufacturer narrative:
Additional information: h6, h10. Device analysis: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that "high alarm displayed: cassette not attached properly" was recorded in history. During analysis, the reported issue was not able to be duplicated. Service will replace the downstream occlusion sensor as a precaution, perform full preventive maintenance and all functional test to pass. Based on the evidence, the complaint was not confirmed, and no fault was found.